Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their intellivue microstream extension was involved in an incident and now the device is not showing spo2. No patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.